Event description:
Elastomeric device infused too quickly. Using sterile technique, bbraun easypump 10 ml/hr, 270 ml was filled with cefazolin 6 gm and ns to volume of 240 ml to infuse at 10 ml/hr over 24 hr. On three separate occasions, at attached dose at 19:00 on and easypump was empty at 09:00 the next morning. Pt mistakenly attached new dose at completion of infusion which resulted in pt infusing more than 6 gm of cefazolin in 24 hr.